Manufacturer narrative:
(B)(4)

Event description:
The customer reports during removal the peel away catheter shows one side longer than the other.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing two sheaths. One sheath was a representative sample, while the other was the actual complaint sample. The two sheaths were separated along the score lines. The representative sample was split along the score line and appeared typical. The complaint sample was split along the score line, but the tip was twisted and deformed, indicating excessive force caused the tear. The separated portion of the sheath was not returned. The length of the complaint sample sheath body pieces measured to be 1.9 and 2.0", indicating at least 3.948" of the sheath body were separated and not returned per product drawing. The representative sheath body measured to be 4.0" which is within specifications of 3.948-4.063" per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is within vessel to minimize the risk of damage to sheath tip". The report of a peel-away sheath tearing incorrectly was confirmed by complaint investigation. The returned sheath was separated with twisted and stretched deformation, indicating excessive stress. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports during removal the peel away catheter shows one side longer than the other.